Event description:
After purchasing the freestyle libre sensor, I was excited to be able to test my blood sugars without finger prick test. It worked well, so I bought after 14 days of wearing it. Sadly the next sensor, and every sensor since, has given me a bad reaction. Skin blistering and what looks like skin being burnt. I am therefore unable to use the sensor anymore. Disappointed as this was a great way for me to check my blood sugars on a daily basis at work.